Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubies in drawer 4 were not opening when attempting to issue medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. The field service engineer (fse) identified that drawer 4 was not sensing the open position and replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.